Event description:
Lead was attempted but not implanted. Lead perforated in two different positions. A different selectra 3d curve and new lead were utilized and successfully implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.